Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator has an error message of data acquisition pcba adc reference failure while on a patient. There was no patient harm reported.

Manufacturer narrative:
The fse replaced data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.